Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer was unclear if the batteries were fully charged prior to transport. The iabp's batteries were fully charged at the time of the service visit. The fse performed the battery run time test and the batteries passed. The iabp is charging the batteries as per specifications. The fse could not duplicate the customer failure. The unit passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump's (iabp) batteries died during transport. No adverse event was reported. As a precaution the customer has requested getinge service to evaluate the iabp.